Event description:
It was reported that the customer was constantly receiving the no delivery alarm on the insulin pump during boluses. The customer's blood glucose was over 600 mg/dl. The customer mentioned that he had been hospitalized in order to have his leg amputated. The customer stated that the hospitalization occurred right after receiving the insulin pump. The customer stated that he did not use the insulin pump for about a month after he had received the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.